Manufacturer narrative:
Follow-up #1: date of submission 01/29/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings: a review of the black box data and alarm history revealed call service alarms had occurred. The black box data also showed that multiple pump reboots had occurred. During investigation, the pump alarmed with a call service (cs 069) at the power up alert. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Further testing was not able to be performed due to the unrelated recurring cs 69 alarm. The returned battery cap was able to securely attach to the pump. The pump was opened to inspect the power circuit and no defects were found. No moisture was observed inside the pump. The complaint of a power issue was shown in the pump history but was not able to be adequately investigated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.